Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the returned product noted the reload was fully fired. The proximal end of the reload adapter was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of a bent articulation flag that has no relationship to the reported condition. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after firing on the stomach, they had a difficult time of unloading the reload. A component of the reload got broken. There was a blood loss of 500 c or more due to the device problem.